Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that during calibration of the touchscreen, the calibration could be completed, but the bottom right side of the screen was off by ¼ to ½ inch. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer (biomed) to replaced the touchscreen to resolve the issue and provided part information to order a replacement.